Event description:
I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6) at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. A month after this revision it was getting loose again and had 7-8 pain all the time. He could not figure why I had so much pain but said at that time there was nothing more that could be done with it or the pain so I would have to live with it. After he said that I asked dr (B)(6) at (B)(6) to look at my knee and he agreed to attempt to fix my knee. After a CT scan he determined my lower implant was rotated 12 degrees and needed to be replaced again. In (B)(6) of 2013 he did a revision that replaced most of the parts but left the upper implant intact. The lower implant was rotated 12 degrees and also was too large, so a small implant was installed at that time. I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so.